Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received two altitude alarms. The customer's blood glucose was not impacted as the customer used manual injections to manage diabetes. There was a temporary delay in clearing the alarms. Insulin delivery was resumed.